Event description:
It was reported that after cementing, the stem moved during tibial plate impaction and had detached from the tibial plate. Imaging was performed to confirm that the device had dislodged. There was a 30 minute surgical delay. The surgical technique was utilized. A new stem was implanted successfully, attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: japan h6: mechanical (g04) - stem customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.